Manufacturer narrative:
The user facility submitted medwatch 3300730000-2022-8012 for this event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm upstream occlusion but instead it continued to display that the medication was infusing. There was a medication bag of phenylephrine was not spiked completely and was not pulling medication from the IV bag. Their biomed cleaned the infrared eye, few test infusions were ran once cleaned and tested for upstream occlusion which it passed each time and set off the alarm. This occurred during medication treatment at the critical care area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.